Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that one day post-implant, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. At implant the impedance was 1,500 ohms. A connection issue was suspected. However, during the revision procedure the impedance remained 3,000 ohms when the lead was tested with the pacing system analyzer (psa). Therefore, the lead was repositioned and then the final measurement was appropriate at 800 ohms. Technical services discussed troubleshooting with patient arm movements and posture changes, and pocket manipulation, to exclude a conductor issue. No additional adverse patient effects were reported outside of the lead revision procedure. The field representative later reported that the lead integrity testing was performed and no noise was created, with normal lead diagnostics observed. The lead remains implanted and in service.